Event description:
It was observed, during the device evaluation. That the camera head was not recognized. Displayed an error 116 and showed color bars. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation. It is likely, that the malfunction was caused by numerous scratches on the electrical contacts of the video connector, which suggest that a contact failure may have occurred, leading to error e116. A specific root cause could not be identified. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.